Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: controller (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the power losses were determined to be due to power source disconnections.

Event description:
It was reported that a review of log file data revealed the ventricular assist device (vad) exhibited a motor start event, and multiple vad disconnect alarms. The controller exhibited multiple controller fault alarms due to the internal battery end of life and unexpected losses of power. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-mar-2022 / serial#: (B)(6) d9: no. H3: no. H4: mfg date: 24-mar-2021. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.